Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the screen is damaged. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in and requested the parts ID for the ui assembly. The rse provided the customer with the parts ID for the ui assembly. Resolution and disposition are pending.

Manufacturer narrative:
H10 the user interface assembly replacement aligns with the recommended repair of the reported malfunction per the service manual. The repair for this unit cannot be conducted at this time due to the part being on back order. The material has already been requested, and an order for the part was placed. When the part becomes available, the repairs will be performed and completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. H11 updated contact information and contact office entity.